Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The patient contracted animas on (B)(6) 2011 reporting that her blood glucose (bg) was 32 mg/dl on (B)(6) 2011 at 7 am. The patient self-treated with juice and chocolate milk and then went to bed. Later the same day at 2 pm, the patient had a seizure and a bg of 23 mg/dl. The patient's wife gave the patient orange juice with sugar. Details regarding events between 7am to 2pm was not provided. At an unspecified time, the emergency medical services arrived. The patient's bg was "low" but then came back up to the 70s mg/dl. The animas customer service representative went through troubleshooting with the patient. The pump settings were confirmed to be correct and the pump was delivering insulin as programmed for (B)(6) 2011. The patient's last bolus prior to the hypoglycemic event was on (B)(6) 2011 at 8:41pm, which was approximately 18 hours prior to the event. The animas customer service representative concluded there was nothing to indicate a pump malfunction. However, this complaint is being reported because the patient reportedly received medical attention for a hypoglycemic event.